Event description:
The tip of the sucker appeared brittle and fragments of the sucker tip had to be removed from the pt cavity. Although the customer did report having a difficult time locating all of the pieces and removing them, he does feel confident that all the pieces were removed and there was no resulting pt detriment.